Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 440 mg/dl (inform system 1) and 163 mg/dl (unspecified inform system, 2). Results were obtained using different strip vials of the same strip lot. No actions taken based on device results. No adverse event reported. Requested return of suspect strips, and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. This medwatch is for the inform system. (B)(4).